Manufacturer narrative:
The device was not returned for evaluation as it was implanted in the patient. Manufacturing and inspection records were reviewed, and no anomalies were found. Manufacturing records confirm the expiration date of the product was 04 october 2022. Based on the information received, the facility implanted expired product in the patient.

Event description:
It was reported that during a procedure on (B)(6) 2022, the facility implanted a screw in the patient, and the screw had expired on (B)(6) 2022. It was reported a field representative had not been contacted for the procedure and therefore, had not been present during the procedure. The facility had opened consigned implants on their own, and the expired product was due to be returned to acumed, llc in the month of october. Attempts were made to determine the status of the patient; however, these attempts were unsuccessful.